Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse phone called on 10-aug-2016, had the customer check waste line and he found a crimp. Straightened and cleaned all. The customer ran qc (quality control) and patient samples and reports no leaks, areas all good now. The most probable cause of the reported event was a waste line crimped.

Event description:
On (B)(6) 2016 the customer reported low areas with their hlc-723g8 analyzer. Customer reported that they checked waste and replaced the sample probe - this did not resolve the issue. There was a leak from under the analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.